Event description:
Additional information was received from the patient. The patient called back reporting ongoing concerns with lack of therapeutic effect. Patient requested assistance with checking to make sure therapy was still on. Agent reviewed how to do so and confirmed therapy was on. The patient commented that they wonder if they have a uti. Agent recommended patient follow up with managing physician to discuss their concerns.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Nformation was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastroi ntestinal/pelvic floor therapy. It was reported that  since they had a major surgery about 2 weeks ago, (they had the surgery unrelated on (B)(6) 2023) they've had major leakage. The patient stated the therapy was turned offfor the surgery and the patient ended up turning it back on to the same therapy level they had it at before the surgery once their anesthesia from the procedure wore off and they were physically able to turn it back on, but it was even worse now than it had been before they got the implant. The patient stated they were going through 10 pads a day and that they were soaking wet and that at least before they got the therapy, they had a warning, but now it was like if they stood up and took two steps to wash their hands after just going to the bathroom, they'd leak again. They also stated they felt pressure, but there wasn't really any pain and they didn't have any other symptoms of an infection other than they were going all the time. The patient stated they thought maybe it was due to the medication from the procedure still in their system however it had been two weeks by the time of the call and they thought that it should have worn off by now. The patient stated they'd never had to change the therapy setting before and requested assistance in doing so. Patient services guided the patient in connecting to their settings and the therapy was on. The patient then increased the stimulation to a level where they felt the stimulation in their bike-seat region. The patient initially described feeling the stimulation as "I don't know if I should call it a burning...more like a tingling¿" patient services reviewed stimulation considerations with the patient and the patient confirmed it was comfortable. The patient was going to monitor their symptoms now that a change had been made and reach out to their managing health care provider (hcp) to discuss their symptoms and concerns. .